Event description:
It was reported that the lesion was predilated with an unspecified 4 mm balloon. No difficulty was experienced in crossing. The stent was deployed, then it was post dilated with an unspecified 5 mm balloon. The stent appeared to be fractured, but not confirmed, as the struts looked separated. No patient effects were reported. No additional information was reported.

Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but is not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was noted at the time of stent implant. It is possible, during the post dilatation, the stent may have been damaged such that the stent fractured. However, a definitive cause for the reported stent fracture could not be determined and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.